Event description:
Complainant alleged that during a routine preventative maintenance check of the device by a clinician there was no screen display. The complainant indicated that there was no pt involvement in the reported failure.